Event description:
It was reported that a (B)(6) hispanic female patient who underwent primary breast augmentation surgery with 480cc mentor memorygel breast implant experienced right sided rupture post procedure. As a result, patient underwent bilateral removal and replacement with two 650cc mentor memorygel breast implants on (B)(6) 2021.

Manufacturer narrative:
Device evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient experienced patient experienced capsular contracture baker grade unknown and late onset seroma in the right breast. No information was provided regarding the testing of the seroma fluid. Reason for device explant and/or reoperation: rupture, capsular contracture baker grade unknown and late onset seroma the investigation of the photographed device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: according to the information received, the patient experienced a rupture in the smooth uhp 480cc breast implant. In addition, experienced capsular contracture and late-onset seroma. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).